Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed and user confirmed there was an error message as failed hardware. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A field service engineer (fse) was informed by the customer that the issue had already been resolved prior to the visit. The system functioned as intended after customer resolved the issue.